Event description:
Customer reported that they pressed act and the numbers on the insulin pump begun to scroll. Customer removed the batteries for twenty minutes and the buttons were then unresponsive. Customer's blood glucose reading at the time of the call was 220 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The up arrow button did not respond due to corroded keypad traces. No number anomaly was noted on the display. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip and a cracked reservoir tube.